Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was effective postoperatively resolving the issue.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient forgot to recharge their scs ipg. As such, the ipg became inoperable. In turn, surgical intervention may be pending to address this situation.